Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "(B)(6), head of theatre, reports via our sales rep, (B)(4), that one pin broke off. The surgery was finished with an exchange cutting block."